Event description:
It was reported that via a merlin.net transmission, the right ventricular lead exhibited noise reversions episodes. The noise was not reproducible through isometrics or pocket manipulation. The patient would be scheduled for an x-ray and would continue to be monitored.

Event description:
New information indicates the lead was capped and replaced on (B)(6) 2014.